Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter 6 days postoperative a laparoscopic resection rectopexy, there was a leakage on the anastomosis, an additional procedure of laparoscopic over-sew from the anastomosis was performed to resolve the issue. The event leads to an extended hospitalization of a total of 19 days.